Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient experienced inaccurate cgm values. The cgm was reading low readings on her app and tandem pump for 12 hours and the patient was trying to treat the low readings. The patient was experiencing pain, swelling, frequent urination and headache. Because of these symptoms, she thought that the readings that she was receiving were accurate and did not check her sugar using a manual meter. When the patient started to feel a little delirious, and the symptoms were not subsiding even when she tried eating, her daughter called for an ambulance but it was taking too long to arrive, so the patient´s boyfriend drove her to the ER. At the hospital they took a bg reading which was 500 mg/dl but cgm was still reading low. The patient was treated with IV fluids and potassium and monitored every 30 minutes. The patient was discharged on 06/07/2024 at 12:45 pm and her bg reading was 230 mg/dl. Due to the event the patient´s preexisting gastroparesis worsened since she was over eating to increase her bg and caused swelling. At the time of the report the patient was still feeling light-headed but better than the previous day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.